Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an external ram crc error alarm and an unexpected restart alarm. Customer's blood glucose was between 120 mg/dl and 125 mg/dl. After troubleshooting customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. No external ram crc error alarms were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.